Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: (B)(4).

Event description:
Data was returned and evaluated. The reported event of a loss of connection on (B)(6) 2018 was confirmed via data. A probable cause could not be determined.